Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported that, syringe 20ml ll 120/pkg, plunger movement difficult, during use with pump. The following was provided by the initial reporter: "when the nozzle is installed in the device and the piston is engaged, it still doesn¿t move properly. We haven¿t been able to pinpoint exactly why¿ are the nozzle vanes defective, or are the nozzles too stiff? In any case, they cannot be used for the purpose for which they were ordered." Additional information: was patient or user harmed? If yes, please explain-no the problem is that 10ml or 20ml luer lock syringe don't work in the syringe pump anymore like they used to work. When the syringe is placed in the device and the plunger is closed, it still doesn't move properly. We haven't been able to fully pinpoint why.. Is it the syringe vanes that are bad or the syringes are too stiff? In any case, they can't be used for the purpose for which they were ordered for.